Event description:
It was reported that during preventive maintenance by a getinge field service engineer (fse), it was observed that the batteries in the cs100 intra-aortic balloon pump (iabp) were expired. There was no patient involvement and no adverse event was reported. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints as required per regulations. Getinge ab has identified approximately 4000 service records in brazil where unanticipated repair activities were performed, but there was insufficient information to determine if an allegation of non-performance or defect was made. Getinge brazil has approved a comprehensive remediation plan and all service records from january 1, 2018 to july 1, 2020 will be submitted as complaints per getinge (B)(4), customer product complaint handling. CAPA 295150 has been opened to document all corrections and corrective actions and to prevent the recurrence of unanticipated repair activities not submitted as complaints as required. Reference CAPA for full investigation and approved actions.

Manufacturer narrative:
The getinge field service engineer (fse) exchanged the batteries as per requested, operation tests performed and worked normally, equipment released for use. Also, after the substitution of the batteries and other routine pm parts, the error logs were re-set and all functional and safety tests were passed per factory specifications. The unit was cleared for clinical use. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that during preventive maintenance by a getinge field service engineer (fse), it was observed that the batteries in the cs100 intra-aortic balloon pump (iabp) were expired. There was no patient involvement and no adverse event was reported. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints as required per regulations. Getinge (B)(4) has identified approximately 4000 service records in (B)(4) where unanticipated repair activities were performed, but there was insufficient information to determine if an allegation of non-performance or defect was made. Getinge (B)(4) has approved a comprehensive remediation plan and all service records from january 1, 2018 to july 1, 2020 will be submitted as complaints per getinge sop-0802, customer product complaint handling. CAPA (B)(4) has been opened to document all corrections and corrective actions and to prevent the recurrence of unanticipated repair activities not submitted as complaints as required. Reference CAPA for full investigation and approved actions.